Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D11: intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The instrument was found to have thermal damage at the yaw pulley. Black char marks were observed. Any material missing would likely be thermally induced, rather than mechanically induced. The known common cause of this failure is mishandling/misuse. The electrical continuity test passed and there was no damage observed to the conductor wire insulation. The procedure was a tongue base resection: malignant.

Manufacturer narrative:
Isi has received the mbf instrument, but failure analysis evaluation has not yet been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following the completion of failure analysis, and if additional information is obtained. Event verification: a review of the instrument log was performed. Per the review, the following was confirmed: device material, lot#/serial #, and event date. The instrument was last used on (B)(6) 2021 on system sn. The instrument had 5 uses remaining after last use. A review of the site's complaint history found no other complaints for this product. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the mbf instrument exhibited signs indicative of thermal damage with no evidence or claim of user mishandling or misuse. At this time, it is unknown what caused the thermal damage to occur. There was no report of patient harm, injury or adverse outcome due to the event. However, if the failure were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the jaws of the maryland bipolar forceps (mbf) instrument were found to be completely burnt. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the surgeon on (B)(6) 2021 and obtained the following additional information: the mbf instrument was inspected prior to use and no issues were noticed. There was no arcing observed during the procedure. No patient information was provided. A post-operative test was performed and there were no major modifications made compared to the expected and usual result.